Event description:
It was reported that the patient experienced inadequate stimulation, numbness, and tingling. All components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7072322/7072354, UDI: (B)(4).